Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual investigation has shown that this was a packaging fault, during which a wrong article was packaged. The complaint was determined to be valid. A CAPA determination request has been initiated.

Event description:
Wrong item in the package. On the label article no. 413.340 is a titanium screw, inside package article no. 213.030 is a stainless steel screw. This is 1 of 1 report for this complaint (B)(4).